Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified the device is underweight, broken shell and others, crease flat and missing an orientation dot (75-100%). A microscopic analysis was performed which identified: broken striated opening on the patch/shell bond edge. Based on the device analysis the final assessment is striated opening due to surgical damage consistent in the use of a surgical tool, and missing an orientation dot due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.